Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours on the arm. The patients blood glucose levels reach 27 mmol/l (486 mg/dl). The patient went to the emergency room and was diagnosed with an abscess on (B)(6) 2023. The patient required medical assistance to clean and remove the abscess. The patient was prescribed aspirin cardio 100, pain inhibitors and antibiotics (specific names not provided). Hyperglycemia treated with a new pod. Device will not be returned.